Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measurements of 2340 ohms on the right atrial (ra) channel. The impedances were stable around 700 ohms for past 12 months. There was no noise noted. Technical services (ts) recommended ra lead evaluation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measurements of 2340 ohms on the right atrial (ra) channel. The impedances were stable around 700 ohms for past 12 months. There was no noise noted. Technical services (ts) recommended ra lead evaluation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measurements of 2340 ohms on the right atrial (ra) channel. The impedances were stable around 700 ohms for past 12 months. There was no noise noted. Technical services (ts) recommended ra lead evaluation. This device remains in service. No adverse patient effects were reported. Additional information stated that sensing was fixed at 0.15mv. All subsequent transmissions showed ra unipolar configuration and pacing impedance measurements were high, measuring greater than 3000 ohms. There was noise noted in the atrial tachy response (atr) events which appeared to be myopotential. Ts recommend thorough evaluation of ra lead in unipolar and bipolar. No adverse patient effects were reported.